Event description:
During a premature ventricular contraction ablation (pvc) procedure in the right ventricle, a tamponade occurred. During the procedure, the user went to the left ventricle with the mapping catheter via retro-aortic approach to check the precocity in the left side. Ablation was done in the right side as it was the best spot and the pvc disappeared. A second pvc appeared which seemed to come from the left side. Retro-aortic approach was done via the left ventricle with the mapping catheter and the pvc was gone at the end of mapping. Therefore, ablation was not done on the left side and the procedure was stopped. At the end of the procedure, an echocardiogram revealed a tamponade for which a pericardiocentesis was performed stabilize the patient.

Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported tamponade / perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.